Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted on (B)(6) 2006 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that on (B)(6) 2007 coaptite, a boston scientific product was implanted and reported that the patient was not compliant with post op instructions and lifted something too heavy and is now having recurrent stress incontinence. It was reported that patient underwent mesh revision. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.